Event description:
It was reported that the white power lead of the controller was drawing battery power faster that the black power lead. New batteries were dispensed on (B)(6)2023 without resolution of the issue. It was noted that the patient had this issue in 2020, resulting in controller exchange on (B)(6) 2020. Log file review found several atypical voltages while the white power lead was disconnected, and the black power lead was connected to mobile power unit (mpu) power. There were also some lower-than-expected voltages recorded when the white power lead was disconnected, and the black power lead was connected to battery power. The information indicated a possible issue with the black power lead of the controller. A controller exchange was recommended in addition to battery clip exchange as a precaution. Log file review on (B)(6) 2023 did not find any unusual events. The patient reported equal depletion of battery power and no further low voltage alarms with the new controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of premature battery depletion on the white power cable was not confirmed. The reported event of atypical low voltage advisory/hazard alarms was confirmed via analysis of the submitted log files; however, the alarms were not reproduced during testing of the returned heartmate ii system controller (serial number: (B)(6)). The submitted log files contained approximately 13.5 days of data combined ((B)(6)2021 ¿ (B)(6) 2021 per the timestamp). Low voltage advisory/hazard alarms not consistent with regular battery depletion were observed throughout the log file due to the bus voltage dropping below the low voltage thresholds when the white power cable was disconnected from power and the black power cable was connected to a 14v battery; the alarms resolved when the white power cable was reconnected to power each time. The bus voltage dropped as low as 13 v when the white power cable was disconnected from power. The log file captured that the driveline was disconnected on (B)(6)2023 at 10:42:16 to exchange the controller. The log file did not capture any instances of premature battery depletion on the white power cable. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller was connected to 14v batteries and a mock circulatory loop with no issues or atypical alarms observed. Evaluation of the black power cable revealed slightly elevated resistances on the underlying wires associated with the power and power return lines, which is consistent with conductor breakdown. The conductor breakdown resulted in slight fluctuations of bus voltage while manipulating the black power cable during testing; however, this did not result in any atypical alarms activating. Submitted log file associated with the patient¿s new running controller was reviewed and the data did not reveal any issues with the equipment; this indicates that the issue resolved after exchanging the controller. There were no notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported low voltage advisory/hazard alarms could not be conclusively determined through this analysis; however, the conductor breakdown in the black power cable could have contributed to the reported alarms. The root cause of the reported premature battery depletion on the white power cable could not be conclusively determined through this analysis. During the invetsigation there was an incidental finding of fluid ingress covering the protective layers and shielding, and damaged shielding on both power cables. The cable jacket on both power cables was removed. Inspection of the opened cables revealed a green fluid substance consistent with fluid ingress covering the protective layers of the black power cable and white power cable. The protective layers and shielding were also observed to be damaged. The protective layers and shield were then removed and inspection of the underlying wires of both power cables did not reveal any notable issues. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2019. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) and heartmate 3 instructions for use (rev. C) section 3, entitled ¿powering the system¿, explains the operation of the 14v batteries, including how to use, charge, and calibrate the batteries. This section informs the user that a pair of fully charged 14v batteries can power the system for up to 17 hours, depending on the patient¿s activity level, and to take batteries out of service if they do not provide at least 4 hours of support. This section also informs the user that the amount of time that the 14v batteries can support the system for decreases as the batteries get older and instructs the user to re-calibrate the 14 volt lithium-ion batteries after approximately 70 uses. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii IFU (rev. C) section 2 ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii IFU (rev. C) section 6 ¿patient care and management¿ and heartmate ii patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.